Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that extra long infusion set was causing excessive no delivery alarms. It was also reported that insulin pump sometimes had a black dot on display screen; customer wore insulin pump on the chest.